Manufacturer narrative:
The related device was reprogrammed. This report will be updated once additional information becomes available.

Manufacturer narrative:
A revision procedure was perfomed. During the revision, the lead impedance was still out of range as measured with a pacing system analyzer. The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atria (ra) lead was exhibiting a pacing impedance measurement greater than 2500 ohms. It was reported the impedance had slowly increased over approximately a year. Review of electrograms noted ra noise. Damage to the lead was suspected, and an x-ray was scheduled. No adverse patient effects were reported.